Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was exposed to moisture and had a blank display. No blood glucose reading provided. Troubleshooting done. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.